Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. Currently the aneurysm measures 11mm in diameter. During follow up a CT noted that the aneurysm was growing due to a possible rupture per the physician¿s statement. No leak was identified on the CT. The physician performed an intervention where an endurant cuff was added proximally. The intervention was successful. No additional clinical sequelae were reported and the patient is doing fine.